Event description:
It has been reported to us that while prepping/flushing the diagnostic catheter for the case, a clear plastic tubing came out of the lumen of the catheter. There was no incident to the patient.

Manufacturer narrative:
The actual device for the case was returned and evaluated. Visual examination of the device revealed that the foreign material received was teflon beading used during the manufacturing process. A corrective action has been implemented in july 2009 to prevent this failure mode from occurring. A review of the device history record did not detect any issues in the manufacturing process. The event has been confirmed.